Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Caller reported the tracheal tube failed to maintain the air pressure in the cuff after a week's usage. The info provided to date does not confirm if extubation and reintubation of a replacement tube was performed. No pt harm occurred with this event.